Event description:
Healthcare professional reported left side "contracture and rupture". The device has been explanted and replaced. Device discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b3, b5, b6, d4, d6a, h6.

Event description:
Healthcare professional later reported baker grade unknown.